Event description:
It was reported that this right ventricular lead exhibited noise, no pacing inhibition was noted. Myopotential oversensing was suspected. Reprogramming sensitivity options were discussed. Potential need to reposition the lead was also addressed. Additional information clarified it was suspected that this episode was caused due to a heart failure issue. The patient is being monitored in case should this recur. It was decided to give the patient a therapy upgrade. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the extraction procedure was due to lead fracture. After the procedure the patient developed a blood clot, redness and swelling were observed. At this time the sicd system device and electrode sites look great and are healing as expected.

Event description:
It was reported that this right ventricular lead exhibited noise, no pacing inhibition was noted. Myopotential oversensing was suspected. Reprogramming sensitivity options were discussed. Potential need to reposition the lead was also addressed. Additional information clarified it was suspected that this episode was caused due to a heart failure issue. The patient is being monitored in case should this recur. It was decided to give the patient a therapy upgrade. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the extraction procedure was due to lead fracture. After the procedure the patient developed a blood clot, redness and swelling were observed. At this time the sicd system device and electrode sites look great and are healing as expected.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: patient codes.